Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro started beeping despite not being activated by the harvester. The device was quickly unplugged and reattached to the extension cable; however, the device continued to self-activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. User facility medwatch report was received and stated "the patient was in the middle of having a coronary artery bypass done. The vein was being harvested from the right leg. While the handpiece for the endoscopic harvester was in the tunnel in the leg, the sound of active cauterization was happening even though the physician's assistant was not cauterizing. When she looked at the screen there was smoke in the tunnel. The handpiece was taken out of the leg and the vasoview hemopro machine was alarming. The tips of the cautery were bright red and smoking. She double checked the button on the handpiece which actually has to click and lock to activate handpiece and it was not locked into position so cautery should not have been going. The jaws were open and should not be functioning in that position. The handpiece is being sent back to the company. A new handpiece was opened and functioned fine. The tunnel in the leg was checked and no damage or harm to the patient was apparent."